Event description:
The patient reported they used the suspect device to check their blood glucose. Pt obtained a reading of 185mg/dl and then called the ambulance. Pt was tested on the paramedics meter enroute to the hospital and their glucose result was 315 mg/dl. Upon arrival at the hospital pt was tested again, this time on a hospital meter which read 330mg/dl. Pt was treated with insulin and then released. Level 1 and level 2 glucose controls were used on the system and both controls were within range. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.